Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain left pelvic, pinching"), pelvic infection ("pelvic infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. A20068 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric banding, hiatal hernia, hernia repair nos, vaginal odor, fatigue, yeast infection, vaginal hemorrhage, migraine, headache, weight gain and menorrhagia. Cervix: no evidence of atypia, no significant histopathologic abnormality,no free spill, no opacification of the fallopian tubes no gross evidence of perforation or extrusion of essure device ,atypia. Largely. Previously administered products included for hives: pcn; for vomiting: codeine; for an unreported indication: ambien. Past adverse reactions to the above products included throat tightness with pcn. Concurrent conditions included gerd, anxiety, asthma, depression, irritable bowel syndrome, itching, lower abdominal pain, low back pain, menstrual cramp (stabbing fullness/bloating), depression, insomnia, menopausal, dysthymic disorder, breast cancer, foreign body in uterus, any part, tia, stroke, numbness, dizziness, endocervical polyp, adenomyosis, cyst, cyst ovary, paratubal cyst, hormonal imbalance and overweight. Concomitant products included botulism antitoxin (serum antibotulique), bupropion, clonazepam, colecalciferol (vitamin d), diazepam (valium), hydrochlorothiazide, ibuprofen (motrin), oxycodone, paracetamol (acetaminophen), quinestradol, sertraline, sumatriptan (imitrex), tramadol and vicodin. In august 2012, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In october 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2013, the patient experienced abdominal distension ("bloating") and pain ("bodyaches"). In september 2013, the patient experienced weight increased ("weight gain/weight gain / loss specify which one: weight gain,"). In march 2014, the patient experienced allergy to metals ("nickel allergy"). In april 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight decreased ("weight loss"), dysgeusia ("metal taste in mouth"), vision blurred ("vision/eye problems type: blurred vision comes and goes,") and device expulsion ("foreign body uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery, surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysgeusia and alopecia had resolved and the pelvic infection, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, fatigue, weight increased, weight decreased, abdominal distension, fungal infection, allergy to metals, vision blurred, pain and device expulsion outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, device expulsion, dysgeusia, dyspareunia, fatigue, fungal infection, headache, menorrhagia, migraine, pain, pelvic infection, pelvic pain, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on 12-dec-2012: total bilateral occlusion specialized medical examination: encounter for gynecological examination without abnormal finding pap,ig,hpv cbc cmp,serum or plasma normal radiographic exam of the abdomen. 1. Uterus and adnexa uterus, cervix, bilateral ovaries and fallopian tubes the specimen was received in formalin labeled "jenkins, stephanie" and "uterus with bilateral tubes and ovaries" was an intact uterus received with attached bilateral adnexa. Trimmed, the uterus has a weight of 85 grams, and is 9.5 cm in length, 5 cm from cornu-to-cornu, and 3 cm from anterior-to-posterior. Most recent follow-up information incorporated above includes: on 17-oct-2018: medical records received, new event foreign body uterus were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain left pelvic, pinching'), pelvic infection ('pelvic infection'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and device dislocation ('one coil found floting around stomach') in a 45-year-old female patient who had essure (batch no. A20068 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric banding, hiatal hernia, hernia repair nos, vaginal odor, fatigue, yeast infection, vaginal hemorrhage, migraine, headache, weight gain and menorrhagia. Cervix: no evidence of atypia, no significant histopathologic abnormality,no free spill, no opacification of the fallopian tubes no gross evidence of perforation or extrusion of essure device ,atypia. Largely *specialized medical examination: encounter for gynecological examination without abnormal finding pap,ig,hpv cbc cmp,serum or plasma normal radiographic exam of the abdomen. 1. Uterus and adnexa uterus, cervix, bilateral ovaries and fallopian tubes: the specimen was received in formalin labeled "jenkins, stephanie" and "uterus with bilateral tubes and ovaries" was an intact uterus received with attached bilateral adnexa. Trimmed, the uterus has a weight of 85 grams, and is 9.5 cm in length, 5 cm from cornu-to-cornu, and 3 cm from anterior-to-posterior. On (B)(6) 2016: uterus and adnexa - o'I'erus, cervix , bilateral ovaries and fallopian tubes. Gross description: each has a white ¿tan, whorled and bulging cut surface extending from the myometrium into each cornu are two metallic white-tan coils , grossly consistent with bilateral essure implants. Previously administered products included for hives: pcn; for vomiting: codeine; for an unreported indication: ambien. Past adverse reactions to the above products included throat tightness with pcn. Concurrent conditions included gerd, anxiety, asthma, depression, irritable bowel syndrome, itching, lower abdominal pain, low back pain, menstrual cramp (stabbing fullness/bloating), depression, insomnia, menopausal, dysthymic disorder, breast cancer, foreign body in uterus, any part, tia, stroke, numbness, dizziness, endocervical polyp, adenomyosis, cyst, cyst ovary, paratubal cyst, hormonal imbalance, overweight, post procedural discomfort and neoplasm malignant. Concomitant products included botulism antitoxin (serum antibotulique), bupropion, clonazepam, diazepam (valium), hydrochlorothiazide, hydrocodone bitartrate;paracetamol (vicodin), oxycodone, paracetamol (acetaminophen), quinestradol, sertraline, sumatriptan (imitrex), tramadol and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating") and pain ("bodyaches"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain,"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), dysgeusia ("metal taste in mouth"), vision blurred ("vision/eye problems type: blurred vision comes and goes,"), device expulsion ("foreign body uterus"), myalgia ("neck and shoulder ache"), anxiety ("anxiety"), nightmare ("nightmares"), flatulence ("gas"), pruritus ("itching"), cystitis ("bladder infection"), pain in extremity ("feet ache"), gait disturbance ("barely walk"), autoimmune disorder ("autoimmune disorder"), inflammation ("inflammation"), tooth fracture ("broken teeth"), rash ("rashes"), thyroid disorder ("thyroid disorder"), depression ("depression"), restless legs syndrome ("restless leg syndrome "), cerebrovascular accident ("stroke"), irritability ("cranky"), feeling abnormal ("feel terrible") and nausea ("nausea") and was found to have weight decreased ("weight loss"), urine output increased ("lot of peeing") and body temperature increased ("my temperature is 100.8"). The patient was treated with surgery (she had essure removed., total laparoscopic hysterectomy with bilateral oophorectomy, davinci platform and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysgeusia, alopecia and inflammation had resolved and the pelvic infection, vaginal haemorrhage, menorrhagia, device dislocation, migraine, headache, dyspareunia, fatigue, weight increased, weight decreased, abdominal distension, fungal infection, allergy to metals, vision blurred, pain, device expulsion, myalgia, anxiety, nightmare, flatulence, pruritus, urine output increased, body temperature increased, cystitis, autoimmune disorder, tooth fracture, rash, thyroid disorder, depression, restless legs syndrome, cerebrovascular accident, irritability, feeling abnormal and nausea outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, autoimmune disorder, body temperature increased, cerebrovascular accident, cystitis, depression, device dislocation, device expulsion, dysgeusia, dyspareunia, fatigue, feeling abnormal, flatulence, fungal infection, gait disturbance, headache, inflammation, irritability, menorrhagia, migraine, myalgia, nausea, nightmare, pain, pain in extremity, pelvic infection, pelvic pain, pruritus, rash, restless legs syndrome, thyroid disorder, tooth fracture, urine output increased, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, weight gain, fatigue, menorrhagia, migraine, headache, dyspareunia. Most recent follow-up information incorporated above includes: on 20-apr-2020: plaintiff fact sheet received. Reporter added. Added event neck and shoulder ache, anxiety, nightmares, gas, itching, lot of peeing, my temperature is 100.8, bladder infection, feet ache, barely walk, autoimmune disorder, inflammation, broken teeth, rashes, one coil in my uterus, one coil found floating around stomach, thyroid disorder, depression, restless leg syndrome, stroke, cranky mood, feel terrible, nausea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 20-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. A20068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included surgery and hernia repair nos. Concurrent conditions included gerd, anxiety, asthma, depression, irritable bowel syndrome and hiatal hernia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), abdominal distension ("bloating") and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, fatigue, weight increased, weight decreased, abdominal distension and dysgeusia outcome was unknown. The reporter considered abdominal distension, dysgeusia, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic infection, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, start date (B)(6) 2012 and removal date (B)(6) 2016 were added. Events medical device removal, complication associated with device were replaced with pelvic pain, vaginal haemorrhage, menorrhagia, pelvic infection, migraine, headache, dyspareunia, fatigue, weight increased, weight decreased, abdominal distension, dysgeusia. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain left pelvic, pinching"), pelvic infection ("pelvic infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. A20068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric banding, hiatal hernia, hernia repair nos, vaginal odor, fatigue, yeast infection, vaginal hemorrhage, migraine, headache, weight gain and menorrhagia. Cervix: no evidence of atypia, no significant histopathologic abnormality,no free spill, no opacification of the fallopian tubes. Previously administered products included for hives: pcn; for vomiting: codeine; for an unreported indication: ambien. Past adverse reactions to the above products included throat tightness with pcn. Concurrent conditions included gerd, anxiety, asthma, depression, irritable bowel syndrome, itching, lower abdominal pain, low back pain, menstrual cramp (stabbing fullness/bloating), depression, insomnia, menopausal, dysthymic disorder, breast cancer, foreign body in uterus, any part, tia, stroke, numbness, dizziness, endocervical polyp, adenomyosis, cyst, cyst ovary, paratubal cyst, hormonal imbalance and overweight. Concomitant products included botulism antitoxin (serum antibotulique), bupropion, clonazepam, colecalciferol (vitamin d), diazepam (valium), hydrochlorothiazide, ibuprofen (motrin), oxycodone, paracetamol (acetaminophen), quinestradol, sertraline, sumatriptan (imitrex), tramadol and vicodin. In (B)(6) 2012, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating") and pain ("bodyaches"). In (B)(6) 2013, the patient experienced weight increased ("weight gain/weight gain / loss specify which one: weight gain,"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight decreased ("weight loss"), dysgeusia ("metal taste in mouth") and vision blurred ("vision/eye problems type: blurred vision comes and goes,"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery, surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysgeusia and alopecia had resolved and the pelvic infection, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, fatigue, weight increased, weight decreased, abdominal distension, fungal infection, allergy to metals, vision blurred and pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, dysgeusia, dyspareunia, fatigue, fungal infection, headache, menorrhagia, migraine, pain, pelvic infection, pelvic pain, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Specialized medical examination: encounter for gynecological examination without abnormal finding. Pap,ig,hpv cbc cmp,serum or plasma. Normal radiographic exam of the abdomen. Uterus and adnexa uterus, cervix, bilateral ovaries and fallopian tubes the specimen was received in formalin labeled "jenkins, stephanie" and "uterus with bilateral tubes and ovaries" was an intact uterus received with attached bilateral adnexa. Trimmed, the uterus has a weight of 85 grams, and is 9.5 cm in length, 5 cm from cornu-to-cornu, and 3 cm from anterior-to-posterior most recent follow-up information incorporated above includes: on 21-may-2018: pfs received. Events:infection (bladder/ urinary tract/vaginal) type: yeast,nickel allergy,vision/eye problems type: blurred vision comes and goes,hair loss, body aches were added. Concomitant disease, concomitant drugs, historical condition were added. Event outcome added for event pelvic pain, hair loss and metal taste in mouth. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain left pelvic, pinching"), pelvic infection ("pelvic infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. A20068 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric banding, hiatal hernia, hernia repair nos, vaginal odor, fatigue, yeast infection, vaginal hemorrhage, migraine, headache, weight gain and menorrhagia. Cervix: no evidence of atypia, no significant histopathologic abnormality,no free spill, no opacification of the fallopian tubes. Previously administered products included for hives: pcn; for vomiting: codeine; for an unreported indication: ambien. Past adverse reactions to the above products included throat tightness with pcn. Concurrent conditions included gerd, anxiety, asthma, depression, irritable bowel syndrome, itching, lower abdominal pain, low back pain, menstrual cramp (stabbing fullness/bloating), depression, insomnia, menopausal, dysthymic disorder, breast cancer, foreign body in uterus, any part, tia, stroke, numbness, dizziness, endocervical polyp, adenomyosis, cyst, cyst ovary, paratubal cyst, hormonal imbalance and overweight. Concomitant products included botulism antitoxin (serum antibotulique), bupropion, clonazepam, cholecalciferol (vitamin d), diazepam (valium), hydrochlorothiazide, ibuprofen (motrin), oxycodone, paracetamol (acetaminophen), quinestradol, sertraline, sumatriptan (imitrex), tramadol and vicodin. In august 2012, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In october 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2013, the patient experienced abdominal distension ("bloating") and pain ("body aches"). In september 2013, the patient experienced weight increased ("weight gain/weight gain / loss specify which one: weight gain,"). In march 2014, the patient experienced allergy to metals ("nickel allergy"). In april 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight decreased ("weight loss"), dysgeusia ("metal taste in mouth") and vision blurred ("vision/eye problems type: blurred vision comes and goes,"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy), surgery, surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysgeusia and alopecia had resolved and the pelvic infection, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, fatigue, weight increased, weight decreased, abdominal distension, fungal infection, allergy to metals, vision blurred and pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, dysgeusia, dyspareunia, fatigue, fungal infection, headache, menorrhagia, migraine, pain, pelvic infection, pelvic pain, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion specialized medical examination: encounter for gynecological examination without abnormal finding pap,ig,hpv cbc cmp,serum or plasma normal radiographic exam of the abdomen. 1. Uterus and adnexa uterus, cervix, bilateral ovaries and fallopian tubes the specimen was received in formalin labeled "jenkins, stephanie" and "uterus with bilateral tubes and ovaries" was an intact uterus received with attached bilateral adnexa. Trimmed, the uterus has a weight of 85 grams, and is 9.5 cm in length, 5 cm from cornu-to-cornu, and 3 cm from anterior-to-posterior most recent follow-up information incorporated above includes: on (B)(6) 2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.